Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm and no delivery alarm. Customer's blood glucose was 180 mg/dl. Customer's blood glucose at the time of call was 576 mg/dl which was treated with manual injection. It was found that cannula was not bent. It was reported that drive support cap appeared normal. Customer was able to complete rewind. Alarm history showed two motor error alarms. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor; unable to perform occlusion test and excessive no delivery test due to prime fill anomaly. No motor error alarm noted during our testing. The motor was tested outside of the device and passed. However, the insulin pump passed displacement test, self test, a21 error test, off no power test, rewind and basic occlusion test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked case and missing the end cap sticker.